Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that one year after the dental implant was installed in patient's intraoral region #9, and six months after prosthesis installation, it was verified its loss of osseointegration. 35 ncm of primary stability was achieved patient presented bone type iii.